Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the physician decided to implant the valve slightly deep at 6 millimeter (mm), because the physician felt that a post-implant balloon aortic valvuloplasty (bav) was going to be necessary and the physician did not want to perform a bav on a shallow implant. Upon release of the valve, the valve dove much deeper and was snared upwards for better positioning. Upon, snaring the valve, the valve dislodged upwards and out of the annulus. It was then snared higher and a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.